Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the novasure device felt sticky when testing inside the uterus. The physician started the ablation with the device and after use noted that the mesh was ripped. Also, the deployed array would not retract fully after the procedure. No other information is available.

Manufacturer narrative:
Device returned: visual inspection was conducted and it was confirmed that the array has holes on both sides. A small hole was noted on the left pole facing to the dial and a big hole on both poles facing the handle and the sheath was noted to be melted at the tip. Functional testing was not conducted; the issue was confirmed in the visual inspection due to the device being damaged it cannot be tested. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. An exception was noted in the DHR which does not relate to the reported event on this complaint. The device was released meeting all qa specifications.